Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer was reporting that battery of insulin pump was lasting for only four hours and had replace battery alarm. Customer did not received low battery alert prior to replace battery alarm. New battery resolved the issue. Power error was detected and customer was able clear the alarm and rewind the insulin pump. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. The insulin pump will not be returned for analysis.